Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged cracked touchscreen issue was verified. Based on analysis, the alleged cgm error was verified in the pump logs; however, no failure was identified. Additionally, a different issue was identified (contaminated pins).

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no reported adverse impact to the customer. The customer declined further troubleshooting with tandem technical support.